Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer will continue to use the pump for insulin delivery. It was also reported the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.